Event description:
It was reported the insulin pump alarmed motor error during rewind. Motor error alarms were noted in the alarm history. Customer's blood glucose was normal and did not require medical treatment. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.